Event description:
During the implant procedure, while dissecting the chest area, a vessel was nicked, and the patient experienced bleeding. The surgeon applied pressure to achieve hemostasis. This resolved the issue.